Manufacturer narrative:
(B)(6). A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform the displacement test due to completely broken reservoir tube lip. Unit had minor scratched lcd window, cracked battery tube threads, missing reservoir tube o-ring, cracked reservoir tube, cracked case at reservoir tube window corners, stained address/serial number label and missing end cap sticker.

Event description:
The customer reported via phone call that the ring around reservoir compartment was half way broken off. The customer¿s blood glucose level was unknown. The customer also reported that reservoir was locked in place when inserted in insulin pump. The insulin pump will be returned for analysis.